Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the anesthesia workstation failed to deliver gas to the patient. Patient information unknown. (B)(4).

Manufacturer narrative:
Additional information such as performed service intervention, defective or replaced part has been requested but no more information was received. The device logs were received for evaluation. The received device logs show that a successful system check out (sco) was performed on the morning just prior to the concerned case. A new successful sco was performed 2 days after the reported event. There are no recordings in the technical log on the event date and no data in the trend log. The event log contains several clinical alarms indicating insufficient supply of gas to the patient. The user switched between afgo (additional fresh gas outlet)and volume control several times during the case. The short ventilation periods in afgo mode seems to have been working better than in volume control. Based on the received logs, it is likely that a leakage contributed to the difficulties to ventilate the patient but this has not been confirmed. We have not been able to determine the cause of the reported event. (B)(4). Ref. Exemption #: e2018003. (B)(4).

Event description:
(B)(4).